Event description:
A malfunction was reported, indicated by a malfunction code, before the customer contacted support. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset information, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction code recurs, and they acknowledged the instructions.